Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert code 61 after a restart, and the alert was verified in device history; the device was replaced and the user was instructed to use backup therapy and to shut down the device. Symptoms included hyperglycemia with a reported blood glucose of 296 mg/dl without ketone testing or medical intervention. Outcomes included temporary interruption of insulin delivery requiring subcutaneous insulin via multiple daily injections and continued cgm use while awaiting the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.